Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 03/172016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient to disable the bluetooth, close all other applications, and then enable bluetooth again. If this is not successful, patient stated that they will reset the smart device. No additional patient or event information is available.